Event description:
Philips received a product complaint regarding a v60 ventilator that presented with a blank display while outside of clinical use. No patient or user harm occurred as a result of this issue. The customer reported to a remote service engineer (rse) that while the device successfully powered on, the screen remained completely blank and unreadable. The rse advised that the facility could either replace the entire user interface (ui) assembly or order individual ui components, and subsequently provided the requested part numbers for the full assembly. The official investigation into the root cause of the display failure remains ongoing.